Manufacturer narrative:
Device evaluation customer report was confirmed. Rec'd (1) single dpt kit. Tubing male connector at the end of IV line was damaged. The male luer was bent. Stress mark was evident on the bent luer. The thread area of the connector was also cracked.

Event description:
A part connected with transducer was broken.